Event description:
It was reported that during a lap gastrectomy procedure, there was a place that was not stapled. The bile ran out from the side of the duodenum side. The operation type was changed to open. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 11/16/2007. Information anticipated, but unavailable at this time.